Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was surgically abandoned after displaying loss of capture (loc). It was reported that there was no asystole for the patient. It was also reported that lead body damage was noted. No adverse patient effects were reported.